Event description:
It was reported that the pump was not exposed to extreme temperatures, but a temperature alarm occurred while the pump was charging. The customer¿s blood glucose levels did not exceed 500 mg/dl, indicating no adverse impact. Customer reverted to multiple daily injections (mdi) for backup insulin therapy.